Event description:
The customer reported that the cord did not work. Their explanation stated that the cord fired the connector from the electrode. On (B)(6) 2012, the cord failed hipot testing in a preliminary eval at covidien.

Manufacturer narrative:
(B)(4). The incident generator has been received and is currently under eval. When the unit eval is complete, a f/u report will be submitted.